Event description:
Reference number (B)(4) event occurred in the united states it was reported that, the patient experienced issue with 4 infusion sets cannula of being kinked between (B)(6)2024 to (B)(6)2024.the site of insertion was located at abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4